Event description:
It was reported that during a right iliac artery stenting treatment procedure, the stent was damaged. After introduction of the sentinol biliary stent a kink was noted. The physician retrieved the delivery system and the procedure was completed with another sentinol biliary stent. No patient complications or injuries occurred.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed. The manufacturing records for top assembly batch 7074431 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the difficulties experienced during the procedure could not be determined.